Event description:
One endeavor sprint rx drug eluting stent was implanted during the index procedure in the proximal lcx. It is reported that the patient suffered mild, non-cardiac chest pain approximately three months post procedure. A stress test was performed and the patient recovered without treatment. At the 3 month follow up patient's worst angina status was reported as I per (B)(6) of angina. Eight months post procedure, the patient suffered an electric saw related arm injury. Patient recovered with medication. Neither of these events was deemed by the study investigator to have been related to the study device. Also, eight months post procedure, the patient presented with moderate non-specific chest pain. The patient continued without treatment. It is the investigator's opinion that this event was possibly related to the study device. It is reported that ten months post procedure, the patient presented to the ER with chest pain and elevated troponins. A catheterization was done and in stent restenosis of a previous stent (non-study stent) was found. It is reported that the patient had suffered an acute non-stemi. It is reported that it was a non-q-wave mi involving the target lesion. It is reported that the patient underwent percutaneous intervention. It is reported that the patient recovered with treatment. Investigator has indicated that the event was possibly related to the study device.

Event description:
It was reported that during the revascularization procedure (approximately 10 months post index procedure), the patient underwent balloon angioplasty in the cx. There was some plaque shift into the main cx, so kissing balloon angioplasty was performed down the om and cx.

Manufacturer narrative:
(B)(4). Evaluation, results: (mi).

Event description:
It is reported that the pci carried out on the same day as the mi was a balloon only revascularization of the 1st obtuse marginal, in a non-target lesion in the target vessel, due to instent stenosis.